Event description:
The head lamp was plugged into light box over heated and started smoking at the beginning of ent surgery case. Was found that the integra luxtec mlx 300 watt xenon headlight has a universal plug but is not compatible with all light sources. FDA safety report ID# (B)(4).